Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Contact planned to call back to complete the pump reset. Upon follow up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code cleared customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.